Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the IV tubing disconnected from the phaseal during an infusion of chemotherapy, resulting in leakage. No pt harm or medical intervention was reported. No further pt/event info was provided. MFR's report number: 9616066-2014-00847. (B)(4).